Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, date of birth and weight no available for reporting. It is unknown when the device malfunctioned occurred. Gtin unavailable, product made prior to gtin compliance date. Screws were not used in the surgery; no implant or explant date. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, during an unknown procedure on an unknown date, two (2) matrixneuro screws (1.5mm x 4 mm self-drilling screws) were found in a rack without a tip. It is unknown when the malfunction occurred. The screws do not meet the characteristics of self-drilling screw type and were not used. There was no surgical delay, no patient harm. Patient status is unknown. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Part 04.503.104.01c, lot h474498: release to warehouse date: october 10, 2017. Manufactured by (B)(4). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.